Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were "unusable" with the pump and the pump prompted the customer to load a new cartridge. Reportedly, the customer denied receiving an alert or an alarm from the pump. The customer was unsure if the reported event impacted the blood glucose level. Recommendation was made for the customer to troubleshoot with tandem's technical support if another "unusable cartridge" notification occurred.